Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and had dislodged. An invasive procedure was performed and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
A request for product return has been made. At this time, the lead has not been returned for analysis. Should additional information become available this report will be updated.